Manufacturer narrative:
Follow-up #1: date of submission 3/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings:.investigation was not able to duplicate complaint about loss of prime. Force sensor was found to be within specification. Unidentified low force observed. Multiple loss of prime warnings eaw 162 observed in the b/box on with low non zero force..battery compartment cracked below bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.